Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycles with battery and aux separately and together, hot swapping batteries with and without aux, general defib functions, bench handling, and motion testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. No accessories were returned for further investigation. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured before UDI requirements.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.